Event description:
Additional information received indicated that the event occurred during cataract surgery. The surgery was completed on the same day using an alternative knife.

Manufacturer narrative:
Additional information provided in section b.5, d.1 and d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an ophthalmic cutting knives were found to blunt during surgery. The procedure type and other surgery details were unknown. There was no information about patient impact. Additional information has been requested.